Event description:
A surgeon reported an unexpected outcome in a patient after intraocular lens (iol) implantation. According to the reporter, the implanted iol was correct based on biometry and calculation data. Additional information was requested but not received to date. .

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the lens met release criteria. The root cause cannot be identified at this time. (B)(4).